Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned because the devices were not sequestered. We are unable to determine the cause of the customer's reported event.

Event description:
A reporter relayed the following event: during an electrophysiology procedure, a pt coded due to a massive myocardial infarction. There were 4 medications infusing: isuprel, dopamine, dobutamine and lidocaine. The pc unit alarmed with "less than 5 mins battery life" and approx 30 seconds later the 4 modules shut off. The rptr felt the pc unit shut off too soon and there was not enough time to plug the power cord into the outlet to restore power. The device was reported to have been plugged into the wall power outlet prior to the cath lab case but was unplugged at the time of the event. There were 2 attempts to replace the pc unit, but both devices alarmed "replace battery". A 3rd pc unit was obtained and infusions were successfully restarted. The pt's blood pressure decreased during the time that the device was being replaced. It was further reported that even with all the life saving measures performed the pt expire on the cath lab table. The customer felt that the death was due to the massive myocardial infarction and there was no relationship between the death and the devices shutting off. No further pt or event info was available.